Event description:
Customer called to minimed on april 13, 2000 and informed that on april 13, 2000 after inspecting the pump and sites, customer realized that the tubing had detached from the luer. 1 used sample has been returned for analysis.